Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
During advancement of the orbital atherectomy device, the viperwire retracted and was re-positioned. The positioning of the wire appeared to be in a small side branch of the first obtuse marginal artery (om1) rather than at the distal portion of the om1. One atherectomy treatment was performed on the proximal lesion for 25 seconds. A second treatment was performed on the distal lesion for 32 seconds, and the tip of the wire fractured. The tip of the wire was abandoned in vivo. The devices were removed from the patient, and a perforation in the side branch of the om1 was observed on imaging. The vessel was re-wired with a competitor wire, and balloon tamponade was performed. The tamponade was unsuccessful in resolving the perforation, and a stent was placed instead. The patient was placed under observation for chest pain and was later discharged home in stable condition.

Manufacturer narrative:
Failure analysis conclusion: the guide wire was returned to csi for analysis without the detached spring tip. Scanning electron microscopy analysis concluded the guide wire fractured due to excessive rotational damage from making contact with the tip bushing on the driveshaft while spinning. Analysis of the core wire in the area of the proximal solder bond showed no residual adhesive or evidence of rotational marking. Analysis of the fracture face is consistent with the torsional damage normally seen when the orbital atherectomy device driveshaft is spun into the guide wire spring tip. At the conclusion of the failure analysis investigation, the reported fracture event was confirmed. However, the reported complaint of perforation could not be confirmed through analysis. The device history record for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).